Event description:
Pt was undergoing coil embolization of pdi with subsequent migration of coil into left pulmonary artery. Attempts at retrieval of coil employing the snare fractured with portions of the outer sheath also embolizing to the pulmonary artery. These were not retrieved.